Event description:
It was reported that while in the cath lab a male with unstable angina was having an intra-aortic balloon (iab) inserted. The physician punctured the left femoral artery and inserted the sheath and dilator. The one-way valve was attached to the iab and vacuumed twice inside the tray. He moved the catheter horizontally according to the instructions for use. When advancing the iab catheter in the sheath he felt severe resistance. The decision to remove the iab and sheath together was made and a new kit was opened. The procedure was finished through the same insertion site successfully. There was a 5 minute delay in therapy noted with no excessive bleeding, injuries or complications. There was no harmful outcome to the pt, pt is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.